Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap and it was able to fully tighten. A power loss was not observed. A battery compartment crack was observed below grip pad. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside pump. There were no errors, alarms or warnings related to complaint observed in current black box. No evidence of excessive battery usage observed in current black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.